Event description:
A malfunction was reported on a customer's pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer addressed the high blood glucose by administering a correction bolus via the pump without requiring third-party assistance. Technical support provided information on resetting the pump, assisted the customer with the reset, and informed them that the pump could continue to be used. No malfunction recurred after the reset, and the customer was advised to call back if any malfunction codes appeared again.